Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and foreign material issue was encountered. It was reported that before the operation, when flushing the device, foreign material was found in the luer fitting of the device and could not be flushed away. It seemed like white flocculent material. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: a picture of the complaint product was received from the customer and the product was also returned to biosense webster inc (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. According to the provided picture by the customer, foreign material was observed, however, during the visual inspection of the returned device, no residues were observed. This could be related to the decontamination process, however, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was not confirmed as it could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 30-mar-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and foreign material issue was encountered. It was reported that before the operation, when flushing the device, foreign material was found in the luer fitting of the device and could not be flushed away. It seemed like white flocculent material. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The product has not returned for analysis, however, a pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).